Manufacturer narrative:
Modifications of the poole yankauer have been made to move the "retaining ring" geometry up away from the pt end and the interface of the locking mechanism has been tightened up. Validations are in process to assure effectiveness, with implementation of the corrective action anticipated by year end.

Event description:
The three rings, that are used to retain the tip in the sleeve, scratched a liver and caused excessive bleeding. The account believes that the three raised rings are causing the tissue to tear and snag. The account needs to have a suction poole handle which is smooth from end to end. During the event the bleeding was stopped immediately and there was no further treatment given to the pt.